Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was unable to get stimulation to left hip. The rep tried reprogramming however it was unsuccessful. Patient would like a revision of lead. Issue is resolved at this time. No intervention has been planned yet however rep to follow-up. Additional information was received from the rep. It was reported that the next step for the patient was to schedule for possible surgical consult of lead revision. No appointments have been confirmed nor has the rep been notified. Rep reported reprogramming was unsuccessful. Additional information received from a manufacturer representative (rep). It was reported that the cause of the issue was the lead being too far to the right to pick up the left hip. Actions/interventions done were reprogramming's. The issue was not resolved and the patient will be scheduled for a lead revision this is not yet scheduled. No further complications were reported.